Event description:
It was reported that the physician performed a sling procedure on an otherwise healthy patient with no history of previous pelvic surgery. The day after the surgery the physician noted that the white blood count was elevated and the patient was in pain. The physician performed an exploratory laarotomy and found a laceration of the cecum. He repositioned the tape to a retroperitoneal position and oversewed the laceration. The patient was discharged with no complications and no apparent sequelae. The patient has continued to do well.